Event description:
It was reported that during a follow up ventricular fibrillation episodes were observed due to t-wave oversensing. No therapy was delivered. The device was reprogrammed and the patient condition was good. The patient will be monitored.

Event description:
New information received notes that further post-sensed t-wave oversensing was observed. The patient received inappropriate high voltage therapy. Programming changes were recommended and the device remains implanted. The patient was in good condition following the event.

Event description:
New information notes that one further episode of t-wave oversensing was observed via remote transmission. The device was reprogrammed. Device remains implanted.